Event description:
On (B)(6) 2011, the patient's mother reported, the patient experienced elevated blood glucose of 350-370 mg/dl while using the infusion sets. His normal blood glucose range is 180 mg/dl. He would bolus insulin to lower his blood glucose and his readings would increase. He changed the infusion set and found the site was leaking. The infusion site had been in place for a few hours prior to noticing the leak. The patient's blood glucose decreased after the infusion site was changed. The patient did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.